Manufacturer narrative:
Product 340-4128, lot no. D100318 is currently under recall #z-1444-2011.

Event description:
Info received alleges the pt has experienced air in line and has missed several of his tpn. Caregiver stated no ill effects. Caregiver stated she had to change tubings four times a night. The air is located only in the soft tubing segment. Both small and medium size bubbles form in this chamber between the blue tubing guide and yellow flow stop.